Manufacturer narrative:
The failure found on the returned product is the damaged quick-release buckle located on the bed-connecting strap. One corner of the male component has cracked, but remains intact and the surface area around the crack contains a black substance suggesting the corner may have been struck at the time of the break. It is possible to break the components of the quick-release buckle if the patient is non-compliant or in a violent behavioral state. There does not appear to be any discrepancies with the injection molding process (incomplete shot) or air bubbles within the male component. The cracked/broken buckle component has been identified as the failure, but no definitive evidence could determine the root cause of the failure. There was not enough information provided by the customer. Manufacturer reference file # (B)(4).

Event description:
A supplemental MDR is required for additional product evaluation results.

Manufacturer narrative:
Evaluation results: evaluation of the returned device found the male portion of the connecting strap buckle is broken just above the slide bar. The wrist foam material, buckle and strap are undamaged. Excessive force applied to the restraint may have contributed to the reported issue. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states the limb holder is for limiting limb movement and contraindicates use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the patient was able to get out of the restraint. The customer added that the device is being used on younger patients. No serious injury was reported.